Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump was recently exposed to x ray and he got insulin pump error alarm in less than a month. Customer reported that they received software error detected alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device failed to download traces and history files using thump due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor during visual inspection. Pump error 15 unknown. Pump error 53 unknown. Exposed to magnetic field or MRI not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.